Manufacturer narrative:
A getinge field service engineer (fse) checked and found that the unit needs replacement of defective lcd display. The fse replaced the assembly, lcd display and now the unit is working. All functional and safety test were performed. Unit is handed over in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had failed touchscreen calibration. There was no patient involvement. No one was harmed onsite.